Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the preparation of the cage before insertion, the cage was broken. Nurse filled the cage with bone graft material as the surgical technique guide advised, but while using the bone impactor to introduce and pack the bone graft substitute into cage, the cage broke. Surgeon had to change operation from transformational lumbar interbody fusion to posterior lumbar interbody fusion which extended the length of the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The manufacturing documents were reviewed and no complaint related issues were found. Our investigations have shown that the cage is indeed broken on one side (near the pin). We can only suppose that the nurse may have applied too much pressure / force during pick up using the implant holder or maybe the holder was not grabbing the cage accordingly and this finally resulted in the breakage of the cage (possibly technical complication during the preparation of the cage). Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. The measurable dimension of the broken cage was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Placeholder.